Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/08/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Calibration was performed while the error reading symbol displayed. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate. At the time of contact, no injury or medical intervention was reported.